Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error code 25521, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error fault through review of the system logs; however, was unable to reproduce the issue. Fse indicated an intermittent issue due to a faulty mtmr. After replacement of mtmr, the system was retested and verified as ready for use. Isi received the replaced mtmr involved with this complaint to perform failure analysis. The mtmr was functionally tested with an in-house system and error code 25521 failure was reproduced during sine cycle. Investigation confirmed component failures on the mtmr. This complaint is considered a reportable event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to mtmr issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, system displayed repeated error code 25521 on the universal surgical manipulator (usm) 4. The customer called in mid-procedure to report the error. The site stated that they've tried power cycling the system multiple times, but the error faults were persistent. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with customer. Fse determined a suspect right master tool manipulator (mtmr). Customer switched to another surgeon side console (ssc) and no further issue was experienced. Isi followed up with the initial reporter and obtained the following additional information: the system was functioning correctly prior to the procedure and during the procedure prior to the issue occurring. The procedure was completed with another ssc.